Event description:
It was reported that the patient needed a revision and the surgeon removed a #5 monolithic abg hip and replaced with a restoration modular cone conical hip.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.